Event description:
It was reported that the customer had an unspecified cartridge issue. The customer experienced an elevated blood glucose level displayed as "high"; although a specific value was not provided. The customer administered a correction injection to address the bg. Customer replaced supplies as necessary and resumed insulin delivery successfully.